Event description:
(B)(4). I was implanted in (B)(6) 2011. I bled from my vagina every two weeks and every time I was intimate with my husband for a whole year. I was told this is "normal." Over the next year, I began to have spasms in my lower abdomen like a baby kicking. I also started to develop bad headaches at least once per week. If I moved to fast or got up anyway but straight I would feel a bad pinching pain for 30 seconds to a min then it would subside. It started to become painful in my 3rd year after implantation to be intimate with my husband especially if I orgasmed. My teeth had also started to chip and decay with no reasoning. My dentist does not have an explanation still. I began to feel pinching pains much more frequently in (B)(6) 2014. The pain became less and less tolerable until all at once in (B)(6) 2014, I bent down to grab some dirty laundry and it felt like something was stabbing through my lower abdomen on the right side from the inside. I went to my obgyn and he proceeded to run all sorts of tests on me until he could not find any reasonable explanation for my pain and the (B)(6) I had gained in one month. I am normally (B)(6) and have had the same obgyn for almost 9 years through two pregnancies. Finally after a lot of painful tests and suffering from this devil device for months, he agreed to remove them. I now have adenomyosis and he had to cut out endometriosis. I have never had any of these issues until essure. Although the essure has been removed I still have adenomyosis and my periods are excruciating. I have never experienced anything near the pain I feel while menstruating other than being in active labor.